Manufacturer narrative:
The investigation for the reported low pump flow has been completed. Data logs confirmed low pump flow when pump started & remained to the rest of the case. Per data log review, no mc spikes observed. Product was not returned for review. The cause of low flow was unable to be determined as limited clinical details were provided and no product was returned for review.

Manufacturer narrative:
Patient race is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient was supported with impella cp for approximately an hour, but it was difficult maintaining adequate flows. Troubleshooting was done but unsuccessful. The impella was exchanged for another cp.